Event description:
A patient posted online that she was concerned because she had received older patient circuits from a distributor of medical equipment (dme). In her estimation, they were manufactured prior to 2020. The patient believed that the patient circuits that she received (adult, heated) from the dme were manufactured in 2018. She was concerned that the ones she received may be prone to breaking at its joints. The patient did not allege that the patient circuits that she received had actually broken, only that she feared that they might. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further information about the patient was provided. Information for the vocsn device and the lot code of the patient circuit was not provided by the reporter. As a result, serial number, lot code and UDI number are "unknown", and (device manufacturing date) shall be left blank.

Manufacturer narrative:
The circuit will not be returned to ventec for an investigation. The cause for the reported issue could not be determined.